Manufacturer narrative:
Approximate age of device: 3 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported on (B)(6) 2018 that the patient was hospitalized due to generalized fatigue, some exertional shortness of breath, and suspected lvad thrombosis. The patient received heparin drip, and lab results showed elevated ldh of 614 mg/dl and hb of 21 g/dl. Additional information was requested but was not provided.

Manufacturer narrative:
The report of suspected pump thrombosis could not be confirmed, and a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The submitted log file contained data from 07apr2018 through 14may2018. The majority of the captured events were power cable disconnects alarms. The pump fixed speed, was set to 8800 rpm; power, flow and average pi ranged from 4.5-4.8 watts, 4-4.9 lpm, and 7.1-8.4 respectively. On (B)(6) 2018 at 7:54 pm there was a low battery hazard alarm. There was also a no external power alarm on (B)(6) 2017 at 7:54 pm due to both power cables being disconnected from power; the system continued to operate on the backup battery during the event. The log file appeared to show that the system was operating as intended and a correlation to the report of a suspected device thrombosis could not conclusively be established. The patient remains ongoing on (B)(4). The hmii lvas instruction for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assists system and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.